Manufacturer narrative:
This report is founded on information supplied by a philips remote service engineer (rse) and has been examined by the philips complaint handling team. It was determined that the issue of the device being 'unable to boot up' was attributed to a damaged I/o module. The problem arose due to the impairment of the I/o module. To address this, the customer took action to repair the module. The evaluation and repair were carried out by the customer themselves, without the involvement of any philips employee or a specific type of service personnel. Based on the information available and the conducted testing, the cause of the reported problem was determined to be a damaged I/o module. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer repaired the module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text : evaluation/repair carried out by customer.

Event description:
It was reported the device was unable to boot up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.